Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data or instrument maintenance. General reagent and instrument issues were not present, as calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 402 analytical unit. The initial result was 18.0 ng/l. On (B)(6) 2025, the repeat result on a different e402 analyzer was < 3.00 ng/l with a data flag. The repeat result on the original e402 analyzer was 3.13 ng/l. On (B)(6) 2025, a new sample was obtained and run on the different e402 analyzer with a result of <3.00 ng/l with a data flag. The 2nd sample was run on the original e402 analyzer with a result of 4.18 ng/l.